Manufacturer narrative:
(B)(4). Results: the concerned mesh shows a considerable progress of degradation. Only the proceed mesh remained with some pieces (white crystal pieces) and dried blood/lymph. It seems that the white crystals are related to the support ring (the expected degradation products of the pds support ring). Implantation duration is not known. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure for repair of an umbilical hernia on an unknown date and mesh was implanted. The physician reported that there were white crystal pieces near the umbilicus on (B)(6) 2011. The implant was removed from the patient on an unknown date.

Manufacturer narrative:
Date sent to the FDA: 04/26/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.